Event description:
It was reported that the patient was admitted to the emergency department for evaluation. The patient had multiple episodes of syncope and a few low flow alarms. The patient had a cracked black power cable on the system controller. A controller exchange was done without issue. Log file review captured low flow events on 12apr2024 and 14apr2024. Additional information was received that the cause of the syncopal episodes and the low flow alarms was gastrointestinal bleeding. Esophagogastroduodenoscopy (egd) was performed to treat bleeding angioectasia with argon plasma coagulation (apc) and blood products. The symptoms resolved with the treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2 outcomes corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.